Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced an "occlusion" after being injected with an unknown juvéderm product. No further information provided.

Event description:
Healthcare professional reported a patient experienced an "occlusion" after being injected with 0.3cc of an unknown juvéderm product in the right marionette. Hcp later clarified the patient experienced blanching, cyanosis, lack of perfusion and capillary refill in the chin and lower lip 35 minutes post injection. Patient told the hcp it felt like a "tight rubber band lip". Hcp treated the patient with hylenex and symptoms resolved same day.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a3a, a3b, a4, a5, a6, b2, b3, b5, b7, h6, h8.